Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿no image¿ was not reproduced during evaluation. However, it is possible temporary image loss occurred due to buckling of the cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had a no image problem. The issue was found during an unknown procedure. The facility completed the intended procedure with another similar device. There was no reported delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was not confirmed. The device evaluation found no issues with the device image. The device evaluation found buckling on the cable unit and deterioration of the charge coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.